Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed as a material separation due to the posterior needle tip not blown through the foot. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the difficulty and the subsequent treatment is related to the circumstances of the procedure. In this case, it is likely, based on the returned device analysis, the posterior needle tip was not blown through the posterior foot pocket. In this condition, when the plunger is pulled, the needle tip holds the link causing a separation. In this case, the separation occurred at the anterior cuff causing the scratched needle tip and cuff tab damage. The suture was cut by account to aid in removal of the device. The failed blow through of the posterior needle tip can be caused by user error not depressing plunger fully against the handle or due to anatomical interference preventing fully needle stroke. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that bilateral suture placement in the common femoral arteries was being performed with proglide and prostyle devices via a 7f sheath hole prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. Reportedly, with the first device in the right common femoral artery (rcfa), no suture was found connected to the needle [cuff miss]. The suture of a prostyle device and the suture of another proglide device were ultimately successfully pre-placed in the rcfa. In the left common femoral artery (lcfa), a cuff miss [suture retrieval issue] occurred with a proglide device. A prostyle device was then used; however, no suture was found connected to the needle [cuff miss]. The sutures of two proglide devices were ultimately successfully pre-placed in the lcfa. The sheath was upsized to a large bore sheath, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed sutures in both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.